Event description:
It was reported that during a da vinci-assisted surgical procedure, that the medium-large clip applier instrument was broken and not holding clips properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint: "when you go to close clip, the clips are sticking the clamp end of the instrument." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. Per the failure analysis investigation report, the medium-large clip applier passed the recognition and engagement tests when it was placed and driven on an in-house system. It also moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed multiple times, though it successfully clips onto the tubing, but one side of the grip tips is unable to let the clip go. An additional observation not reported by site that is related to the customer reported complaint was noted: the clip applier instrument was found with one grip bent. A 0.016¿ damage was found near the base of the clip groove causing the instrument failed the clip test, thereby making the grip tip unable to let go of the clip.